Manufacturer narrative:
The analysis did show that the bearings have been gritty. The head heated up during the test run. It ran out of specification. The last repair was carried out on (B)(4) 2009, at a certified dealer. Due to the long period since the last repair and the conditions which have been found the root cause of the defect is a normal wear and tear process. To avoid such issues the user instruction requires a visual and functional test prior to each treatment. Reported due to the 2 year presumption rule.

Event description:
While working on tooth area 44 to 46 the handpiece heated up and burned pt on cheek to the size of the handpiece head. No medical care was necessary.